Event description:
It was reported there was a revision surgery and the patient received a complete new system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v152799, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up reported the patient did not have concerns with their device or therapy. The patient had received assistance from their doctor or representative and their concerns had resolved. It was noted there were appointments on (B)(6) 2012 and (B)(6) 2013.